Event description:
The user facility reported that an endoscopic retrograge cholangiopancreatography (ercp) was performed in the screening for intraductal papillary mucinous tumor. This incident occurred during delivery to the pancreas. Delivery was performed while applying torque, it is because there was a curved part of the pancreas. After the guidewire was removed, the patient developed acute pancreatitis. They took a computed tomography (CT), it was found that the tip of the guide wire remained in the pancreas. Since the fragment part of the guide wire is located deep in the pancreas, it was determined that it was impossible to remove it from the body. When the guide wire was operated, the guide wire was delivered to the distal part of the pancreas, so there is a possibility that the pancreas was damaged at that time. It is thought that acute pancreatitis developed due to the injury. Residual was left in the body as it was not recoverable, and the patient was harmed seriously.

Manufacturer narrative:
Patient information: requested, not provided. Lot number: requested, not provided. Expiration date: unknown due to unknown lot number. UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k) no: k926214, k923607. Manufacture date: unknown due to unknown lot number. The actual product was not available for the investigation as it was discarded by the user facility. Review of manufacturing history records could not be performed since the involved lot number was unknown. Simulation test/mechanism of guidewire fracture. It is known from our past experiments that the guidewire may get fractured when it has been subjected to one of the loads described below, in addition, as for the core wire, the state of the fractured end presents some regularity depending on the fracture mechanism as follows. Continuous one-way torque load to a test sample kept in a curve shape. The fractured ends are not curved or deformed in taper shape, but radial pattern is observed on the fracture surface. Continuous torque load is applied in the same direction while the guide wire is straight. There is a spiral pattern starting from the center on the fracture surface. From this result, it was considered that the state was different from the actual product. Repetitive bending load. The fractured ends are not curved or deformed in taper shape, but dimple pattern is observed on the fracture surface. One-way pulling load. The fractured ends have been deformed in taper shape. Pulling load to a loop-shaped test sample. The fractured ends have been deformed in taper shape and curved. Roughness on the tear surface. Since the involved lot was unknown, it was not possible to investigate the manufacturing history record and the shipping inspection record. Based on the circumstances of the occurrence, it was likely that the guide wire was fractured due to the torque load is applied in a curved state of pancreas. The cause could not be determined. However, since the actual product was not returned and investigation could not be performed, it was not possible to clarify the cause of occurrence. IFU states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." (B)(4).